Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. After the sheath was removed at the end of a successfully pfa procedure the patient became hypotensive. Reversal agents for the anesthesia were administered as well as "other supportive drugs". After the patient's pulse stopped so advanced cardiac life support including cardiopulmonary resuscitation was initiated. After many attempts to revive the patient failed, she was pronounced as deceased. The cause of cardiac arrest and death has not been determined. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. After the sheath was removed at the end of a successfully pfa procedure the patient became hypotensive. Reversal agents for the anesthesia were administered as well as "other supportive drugs". After the patient's pulse stopped so advanced cardiac life support including cardiopulmonary resuscitation was initiated. After many attempts to revive the patient failed, she was pronounced as deceased. The cause of cardiac arrest and death has not been determined. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient coded approximately 20 minutes after the ablation procedure. Additionally, routine intracardiac echocardiography and a surface echocardiography had been performed at the end of the procedure, prior to the patient complication, but the findings were not provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded at the end of the procedure. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.